Event description:
The manufacturer received information regarding a ds2adv auto CPAP. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that pca was burned. The device has been scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.